Event description:
It was reported that during a lap hysterectomy, the blade broke off outside the pt. The piece was recovered. The problem occurred at the end of the case and another device was not needed.

Manufacturer narrative:
D4: serial#=na.